Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off by itself after initial boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device powered off by itself after initial boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer informed physio-control that the issue has been resolved, and the device does not need to be returned for further evaluation. The device was evaluated by the customer's biomedical department, who determined that the cause of the reported issue was a loose connector on the battery housing. The connector was reseated to resolve the issue. The device was not returned to physio-control for evaluation, and the reported issue was unable to be verified and unable to be duplicated. Root cause is unable to be determined. The device remains in service with the customer.